Manufacturer narrative:
On 12/12/2018, mentor became aware that the suspect medical device was a 200cc mentor smooth round moderate profile saline catalog: 3501625 lot: 6692074 sn: (B)(4). Mentor also became aware that the patient underwent removal and replacement with a 200cc mentor smooth round moderate profile saline catalog: 3501625 lot: 7562726 sn: (B)(4) on (B)(6) 2018. Date of implantation was updated to (B)(6) 2015. On 01/02/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the correct patient identifier was m.c.d.s. And that the patient code, infection, was not reported in this event. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that approximately one month after breast augmentation revision surgery on (B)(6) 2018, the patient developed wound infection. In addition, the unknown breast prosthesis was removed and noted to be deflated. At the time of this report, mentor has received no information regarding the exact date of explantation.

Manufacturer narrative:
On 2/5/2019, mentor became aware that the product was not replaced due to infection, but instead, the device deflated during the intervention on (B)(6) 2018. On 2/12/2019, mentor became aware that the correct suspect medical device was a 200cc mentor smooth round moderate profile saline, catalog: 3501625, lot: 7562726, sn: (B)(4). The device was not replaced. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/19/2019, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 2/20/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.2 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. At this point it is not possible to determine the root cause of the yellow material found on the device. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The complaint was confirmed. Microscopic examination of the edges of the rent revealed parallel striations which are similar to markings made by an instrument perforating silicone material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).